Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) exhibited regular undersensing episode. No changes or interventions were reported. There were no patient consequences.